Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seen for a normal routine follow up at the clinic. It was noticed that the ins was turned off on (B)(6) 2017. No reasons for the ins being off could be determined. There was no deterioration in the patient's symptoms so the ins remains off for the time being. There havebeen no further actions planned. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.